Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02284. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal prolapse and a cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the mesh tore through vaginal walls and would scratch consortium plaintiff during sexual intercourse. It was reported that the patient underwent mesh excision surgery on (B)(6) 2012 due to dyspareunia, recurrent urinary tract infections, and exposed anterior vaginal mesh. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02284. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a colonoscopy on (B)(6) 2003.